Manufacturer narrative:
Calibration was acceptable. Qc data was not provided. Qc was last performed on (B)(6) 2020. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found an issue with the measuring cell causing the flow path to be blocked. The fse adjusted the waste tubing for the flow path and replaced the pinch valves. The customer ran qc with acceptable results.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e801 module. The initial result was a data flag with no result. The sample was auto-repeated and the result was 3000 pg/ml with a data flag. The sample was repeated on a different e801 with a result of 17.6 pg/ml. The repeat result from the other e801 module was believed to be correct. The result in question for this patient was not reported outside of the laboratory. The customer stated there were an unspecified number of other patient samples tested for estradiol iii where the questionable results were reported outside of the laboratory and corrected reports were necessary. The customer was unable to provide the specific results for these patients. The estradiol iii reagent lot number was 44672200 with an expiration date of 31-dec-2020.